Event description:
It was reported that the device was at elective replacement indicator (eri) and did not meet expected longevity. It was also reported that the right ventricular (rv) and right atrial (ra) leads had high thresholds. The leads were capped and replaced and the device was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, implantable pulse generator (ipg), (B)(6) 2010; 4965-25, implantable pacing lead, (B)(6) 2010. (B)(4).